Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, during the procedure, the needle and thread are easily separated, making it difficult to use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received twelve unopened samples that pertains to product code w9230 were returned. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received four unopened samples that pertains to product code w9230 were returned. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one detached needle that pertains to product code w9230. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and suture remnant could be observed into the barrel hole.. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.